Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the initial report. Updated fields: d9, h2, h3, h6, h11. Corrected fields: b5. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the scope communication error is due to fluid/moisture ingress traced to component damage - venting port valve damage at the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an e226 scope communication error code.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had 226 communication error. The event occurred during reprocessing. There was no patient involvement.